Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported reload set prompt message received in error, which was reproduced. Evaluation experienced the reported symptom when attempting to load set. Evaluation found when attempting to load set the device recognized a set in guide point 2 when there was not a set present. Also when a set was completely loaded and removed, the device recognized the set was still loaded and prompted to close door. Evaluation confirmed the symptom through component causality of a failed processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
It was reported that a spectrum pump constantly displayed a reload set prompt message that was received in error. It was also reported there was no patient involvement.